Manufacturer narrative:
Sc-2316-50, (sn: (B)(6)). The returned lead was analyzed and the lead passed visual inspection. However, impedance measurements were unable to be turned to all green boxes after multiple attempts when linked with a known good implant and remote control. Continuity tests confirmed multiple open contacts. X-ray inspection did not easily reveal any obvious fractures in any of the wires. However, the distal contact side welds looked questionable but was unable to get a clear picture of any damage at the weld locations. Sc-2316-50, (sn: (B)(6)). The returned lead was analyzed and the lead passed visual inspection. However, impedance measurements were unable to be turned to all green boxes after multiple attempts when linked with a known good implant and remote control. Continuity tests confirmed multiple open contacts. X-ray inspection revealed multiple fractured wires in between contacts 9 and 10.

Event description:
It was reported that the patients leads had migrated. The patient underwent a revision procedure wherein the linear leads were replaced with a paddle lead. The patient was doing well post-operatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 16923723.

Event description:
It was reported that the patients leads had migrated. The patient underwent a revision procedure wherein the linear leads were replaced with a paddle lead. The patient was doing well post-operatively.